Event description:
Upon removal of left proximal arm ultrasound placed catheter, no resistance noted, and only about 2cm of catheter was extracted. IV team, resource nurse notified. Attending notified. Xrays taken. Vascular surgery consulted for retained catheter. Plan for extraction and cardiovascular and interventional radiology, possible or and discharge delay.